Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 34.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient received inappropriate hv therapies. Dislodgement was observed. The lead was explanted and replaced. There were no adverse consequences to the patient. The patient was in good condition before and after the event.